Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) section: ·inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation an unidentified solid plastic material was found and could not be removed and was clogging the nozzle due to improper reprocessing of the device. Additional evaluation findings were as follows: the bending section cover glue was separated, the plastic distal end cover was burned, the light guide lens was cracked, the charge-coupled device pixel had error, the universal cord and insertion tube were both buckled, the bending angulations were out of standard values, and the objective lens was chipped. It is most likely that the defect was caused by wrong user handling/ user mishandling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal insufflation issue and limited bending. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: an unidentified solid plastic material that could not be removed was clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.